Event description:
Related manufacturer reference number: 1627487-2022-00399. It was reported that patient was experiencing ineffective coverage of pain relief. Surgical intervention is expected to address the issue at a later time. No further information available at this time.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2022 ,where an additional l4 and s2 was implanted for ineffective coverage. Also, the s1 lead had migrated and as such the s1 lead was explanted and replaced with a new lead. Post operatively effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined